Event description:
I am a consumer reporting a defective medical device. I purchased a drive medical neebop steerable knee walker, model #785, in (B) (6). I had foot surgery on (B) (6). I used the device for mobility successfully for about two weeks. Then, two bolts which attach the front wheels to the frame of the device broke. Without these bolts, the wheels are free to swing away. The device became unusable at that point. I did not fall, but someone else might have. I had it repaired and since then another bolt broke. This one could not be removed, so I can't get it repaired. It is still under warranty, but drive medical doesn't deal with end-use consumers. They only talk to the sellers. Since I purchased it online, this has been a problem. The walker broke for the second time on (B) (6). Since then, I have been using the thing held together by duct tape. According to the company, the device can hold up to 300 pounds. I weigh (B) (6). It should be okay, but it isn't. These devices are still being advertised for sale. I think that they should all be recalled for safety's sake. Dates of use: (B) (6) 2010 - (B) (6) 2010, six weeks. Diagnosis or reason for use: first metatarsal/cuneiform synovitis, had arthrodesis on.